Event description:
The device was used during a laparoscopic appendectomy. Reportedly, no staples were in the cartridge. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.